Event description:
During surgery, the surgeon placed the u-lag screw into the patient bone. Although the surgeon tried to insert u-blade in u-lag screw, insertion of u-blade was difficult. When the surgeon checked u-blade, the base of u-blade deformed. When the surgeon tried to remove the u-blade it broke and the part of blade remained in the lag screw. The surgeon reamed the bone lateral side and removed the broken blade. The surgeon changed the lag screw into long size lag screw, and the surgery was completed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.